Event description:
The sales representative reported on behalf of the customer that the ias8-100lp 8 mm access port & low profile obt w/bladeless optical tip, was being used on 10feb26 during a robotic mass excision and the ¿silicon piece from sound cap fell off and into the patient's abdomen. The piece was removed from the abdomen.¿ there was no report of impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used sound cap from device ias8-100lp found that the silicone piece was detached from the sound cap. The root cause cannot be determined, however, based upon evaluation and IFU, the likely cause of this event was the insertion of a large or sharp device into the cannula. A two-year review of complaint history revealed there has been a total of 30 reports, regarding 32 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect the sound cap after use for physical damage of any kind. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-100lp 8 mm access port & low profile obt w/bladeless optical tip, was being used on (B)(6) 2026 during a robotic mass excision and the ¿silicon piece from sound cap fell off and into the patient's abdomen. The piece was removed from the abdomen.¿ there was no report of impact or injury to the patient or user. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.